Event description:
It was reported that the patient had a history of noise on the right atrial lead. A merlin.net transmission revealed multiple auto mode switch episodes due to noise. The noise could not be reproduced with testing. No intervention was performed; the patient would be monitored. No patient symptoms were reported.